Manufacturer narrative:
(B)(4).

Event description:
Also same case as MDR# 2134265-2018-02211. Previously it was reported that st elevation myocardial infarction (stemi) occurred during the procedure but now it is reported the patient presented with stemi. It was further reported that the 100% stenosed target lesion was located in a severely calcified, non-tortuous, mid to distal right coronary artery (rca). The 3.0x20mm emerge balloon was used first, followed by the 3.0x30mm and 2.0x20mm emerge balloons, and the 3.5x15mm nc quantum balloon. Prior to the patient's death, angioplasty, thrombectomy, and stenting with a 3.5 x 32 synergy ii stent were performed. The patient died due to cardiac arrest. The physician did not consider the patient's death to be related to these devices.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#2134265-2018-00872, 2134265-2018-016256 2134265-2018-01627, and 2134265-2018-01628. It was reported that st elevation myocardial infarction (stemi) and death occurred. A 4.00mmx32mm synergy stent was advanced but was unable to cross the target lesion. At some time during the procedure three emerge balloons, a 2.00x20mm, a 3.0x20mm, and a 3.0x30mm, were used along with a 3.5x15mm nc quantum balloon. The patient was reported to have experienced stemi and subsequently died.